Event description:
Account alleged that the head section is drifting down on this bed.

Manufacturer narrative:
Technician replaced the rubber washer in the head up valve and a washer in the head down valve to resolve the issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.